Manufacturer narrative:
(B)(4). The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would no longer power on when prompted. The customer further advised that the battery installed in the device had a lot code of 1743 and depleted in six (6) months. There was no patient use associated with the reported event.